Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The sealant of a 6f/7f mynxgrip vascular closure device (vcd) was pulled out. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The deployer was mynx trained. The patient has no relevant medical history. The procedural sheath that was greater than 7f and was not used prior to introducing the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel was not greater than 5mm. The patient was thin. Contrast and imaging were used to confirm the balloon placement. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. There were no multiple sheath exchanges. Hemostasis was achieved by manual compression in less than 30 minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant was observed to have been deployed on the catheter shaft. It was noted that the sealant sleeve was displaced, approximately 21 mm from the distal end of the outer cartridge tubing as received, which indicated that the shuttle cartridge may have not been fully advanced into an existing procedure sheath during the procedure. However, it is unknown if the device was manipulated after use. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the sealant dislodged could not be conclusively determined. The returned device performed as intended per the mynx instructions for use (IFU). According to the mynxgrip instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1922603) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was pulled out. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The patient has no relevant medical history. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was artery. The sealant was pulled out. The patient was thin. The contrast/imaging was used to confirm balloon placement. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. There were no multiple sheath exchanges. The procedural sheath used was not greater than 7f prior to introducing the mynx. The vessel was not greater than 5mm. Hemostasis was achieved by manual compression in less than 30 minutes. The patient¿s hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for evaluation.